Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during surgery the bone screw head broke off with the shaft remaining in the patient.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The investigation shows that the screw was strongly damaged by too high torsional forces during the insertion and as a result it was broken off during the removal. Most likely during the insertion the satisfying result was not achieved and therewith the screw was pre-damaged. Therefore by the attempt to remove the screw the breakage occurred. The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. The investigated failure modes (intraoperative screw fracture) and the related root cause (too high torsional forces) can be attributed to a user related event. Furthermore in the related risk management file these possible root causes were stated. Incorrectly selected/ assembled implant/ instrument. Unsufficient/too high bone quality. Wrong/ missing information. Wrong/ missing functionality check. The investigation steps conducted and the further provided information demonstrate much evidence that the event is not related to a manufacturing issue. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that during surgery the bone screw head broke off with the shaft remaining in the patient.